Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection. The manufacturer representative (rep) believes it was a newly implanted patient. They do not remember the details; however, they had called this event into technical services and all information had been reported then. (B)(6) 2021 (rep): no new information.